Event description:
Patient contacted dexcom technical support on 07/10/2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).